Manufacturer narrative:
A2-a4: patient age and weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had constant asymptomatic low flow alarms with red wrench and an audible signal. It was also noted that the pump speed was increased at the last outpatient appointment. There was no improvement in low flows with changes to the pump speed or managing clinical aspects, volume management, and right heart function. The hospital requested a low flow threshold adjusted to 2.0 liters per minute (lpm). The cause of the low flow alarms was identified to have been due to hypertension and the patient's right ventricular function. The patient was noted to have had right heart failure prior to left ventricular assist device (lvad) implant and it was reported that no device related issues caused or contributed to the worsening right ventricular function. Following the software update, the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account stated they were due to hypertension and right heart failure (rhf). A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log file contained events from (B)(6) 2024. Low flow hazard alarms were captured throughout the file which were associated with slightly elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that on (B)(6) 2024, the low flow alarm threshold was adjusted to 2.0 liters per minute (lpm) on system controller, hsc-128536. The low flow alarms subsequently resolved with the adjustment and the patient remained asymptomatic. It was noted that the patient's rhf existed prior to lvas implant, and there were no device related issues that caused or contributed to the patient's condition. Additional changes were made to the patient¿s medical treatment. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event was treated with changes to medical treatment, and it resolved the issues.